Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for broken/damaged tube was observed. 30 retention samples from bd inventory were visually inspected and no damage was observed. In addition, 10 retention samples underwent a brittleness test to determine the stiffness of the tubes in order to determine if the tube mechanical properties would lead to breaking/cracking of the tubes. All 10 samples passed the brittleness test, showing no evidence of breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for broken/damaged tube based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during collection with bd vacutainer® sst¿ blood collection tubes the tube broke and leakage occurred. There was no adverse patient or user impact. The following information was provided by the initial reporter, translated from chinese to english: phase: during blood collection, defect: the tube body is broken, and a lot of blood spills out, there was no direct contact with the skin, but blood was spilled on the gloves of the medical staff quantity: 1 piece, effects: no adverse effects on patients.